Event description:
During walking the neck of the stem fractured. No trauma was involved in breaking the stem.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. The hac coating was realized in chaumont. Product analysis: visual analysis of the returned product shows a partial disappearance of hydroxyapatite which is normal because the body naturally absorbs and integrates the coating in the months following implantation. It is not noted osteointegration on the stem. Rupture of the neck of the prosthesis is found. This prosthesis was associated with metal ball. The product was checked dimensionally at various sections (drawing (B)(4)). It is in conformity with its definition. External laboratory(critt) analysis shows that: the failure of the stem is due to fatigue under stress of plane bending cycle type. No overload was applied on the implant. No laser mark, mechanic hurt which can have weakened the stem have been observed near the initiation rupture area. Micrographic exam depicts a correct microstructure without sizeable metallurgic defect no notable defect like bulky inclusion, coarse microstructure has been observed near the surface rupture. This indicates that the damage is not due to a bad raw material or a problem during forging/ manufacturing bioengineer analysis: the x-ray confirms the fracture. The reason for revision cannot be identified for sure. The complaint description states that the head was revised 4 years prior to the neck fracture, in order to restore the leg length. Although, no damage on the stem was identified by the external lab at the failure initiation, one can wonder if that previous revision could have promoted the fatigue failure of the stem. The 3d scans shown that the neck of stem is 0.1mm below the middle dimension at the fracture level on the frontal and sagittal plane. This value is conforming to drawing specification. On the corner section, the neck is 0.7mm below the middle dimension, but the print doesn't request any inspection at this level of 26mm. The stress on scanned model is 16% higher than the middle model which is 4% higher than the min model.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.